Event description:
It was reported that the zimmer electric dermatome was tearing the skin. Add'l clinical f/u with the customer indicated that an unplanned donor site harvest was required. The add'l harvest was completed with an alternate dermatome which increased the surgical time of the pt while under general anesthesia by 30-45 mins. The graft was stated to have been too thick with the first dermatome used, and too thin with the alternate second unit that was used to complete the planned procedure.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.